Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose and hospitalization. The customer stated that she had severe low blood sugar and is often accused of having a small mental illness. The customer has been committed and arrested because of severe lows and highs that affect behavior. The customer sometime loses vision from hypoglycemia. The customer was hospitalized 2 years ago for hypoglycemia which resulted into diabetic ketoacidosis. The customer declined to be transferred to 24 hour helpline.